Event description:
Patient required replacement of lap band due to leakage in the actual band portion, which inflates with saline to resemble an inner tube. Upon removal of entire system, surgeon examined the band again by putting fluid into the system. There was an obvious leak coming from the band. The band was placed approximately 21 months ago.